Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phm381, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 04/28/2020. Additional information: h6. Corrected information: d3, g1, g2. Additional h-3 summary: received for analysis an opened sample of product. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of the strand body fluids and damaged barbs were found. Also, the sides of the fixation tab were broken. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.